Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component, chrome cobalt, questionable metal allergy or sensitivity, and pain. The surgeon reported synovial samples returned negative for acute inflammation and there was no evidence of infection. He reported mild arthrofibrosis and lysis of adhesions. The surgeon indicated significant bone loss at the anterior aspect of the flange and the medial and lateral femoral condyles due to the lugs. He reported the tibial tray was grossly loose and de-bonded from the cement mantle. He noted the patellar component had no wear and tracked well after trial with new components, so was retained. The patient was implanted with a competitor system and depuy bone cement x 2. There were no complications to the procedure. Doi: (B)(6) 2015, dor: (B)(6) 2019 (rt knee).